Event description:
The customer reported wash carousel motion errors and the reaction vessel (rv) jammed and entered the not ready state while operating the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. The field service engineer (fse) discovered the rv jammed at the wash-in and wash-out positions. The fse noted the incubator belt clips broke due to the rv jam and replaced the clips; the incubator belt was replaced proactively. An internal investigation had determined the affected lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. A new lot of rvs, without the affected resin, was sent and received by the customer. The customer stated there was no impact to patient results associated with this event. Patient results would not be generated as the instrument was in the not ready state, thus not completing any assays on board. The instrument was returned to normal operation.